Event description:
A surgeon reported that a memory lens iol implanted in a pt's left eye in 2000 has since been explanted and replaced in 2003 due to opacification. A vitrectomy was also performed. Visual acuity reported as 0.1 one day post op and prognosis good. No further info is available.